Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue; reset to factory default setting. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: review of the black box revealed record of time/date default to factory setting after power on reset. On investigation, the time/date reset to factory default was duplicated. The pump was opened for investigation and revealed the internal clock battery was leaking and was unable to hold a charge. Unrelated to the original complaint, the display was noted to be discolored and the battery compartment was cracked on the side.